Event description:
Account alleged brakes not fully holding on this bed. Serial number not provided. No injuries reported. Account said lower brake block broken and cam bearings are grooved. Account replaced top and bottom brake blocks, bearings, and cam bushings to resolve issue.